Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within an opened marksman inner pouch (lot: 218559277) ¿ visual inspection/damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pi peline flex pusher was found extending from within the marksman catheter hub for ~45.7cm. The marksman catheter outer braids were found protruding from the catheter outer diameter at ~40.5cm and ~30.0cm from the distal tip. In addition, the marksman catheter body was found accordioned from ~28.5cm to ~26.7cm from the distal tip. The pipeline flex tip coil was found extending out from within the marksman distal tip. No damages were found with the marksman distal tip. The pipeline flex embolization device could not be removed from within the marksman catheter as it was found stuck. The marksman catheter was dissected (cut) and the pipeline flex embolization device was removed. No bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). Both ends of the pipeline flex braid were found damaged (frayed). No damage was found with the pusher sleeves. The pusher tip coil was found bent. ¿ testing/analysis: the detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. From the damages seen with the marksman catheter (accordioning, braid protrusions) it appears force may have been used. The investigation determined that these events were similar to events that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Regarding the solder joint separation issue, this event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, solder joint separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed the presence of soldering material (tin), thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n was performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to a specification that led to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that was stuck in a marksman microcatheter. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm of the left interior carotid artery (ICU) ophthalmic segment. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered; pru level was unknown. It was reported that during delivery there was resistance between the pipeline and the marksman catheter and the pipeline became stuck between the middle and distal segments of the catheter. The physician attempted to release the slack in the system but this did not resolve the issue. It was noted that all devices were prepared according to the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The entire system was removed together and both the pipeline and the marksman catheter were replaced to continue the procedure. There was no damage observed to the catheter or the pipeline pushwire. There was no harm or injury to the patient. Post-procedure angiography results were ok.